Event description:
Customer alleges discrepant results with meter compared to lab. Results done within minutes of each other. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.